Event description:
It was reported that when the device was used during a laparoscopic gastric bypass procedure, the device would not arm preventing entry through abdominal wall. Opened another device to complete the case. There was no consequence to pt.